Event description:
It was reported that a malfunction occurred with the customer's pump, specifically malfunction 199, identified as an issue on tandem source. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer tried unsuccessfully to put the pump into storage mode using multiple charging cables and adapters. Technical support (cts) advised the customer on resetting the pump, and since issues persisted, the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.